Manufacturer narrative:
Follow up # 1/supplemental report text-12/01/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that the copilot cap could not be locked tightly, resulting in air entering the system, and a small amount of air into the patient's vessel during the percutaneous coronary intervention. There were no adverse effects due to the leaking of air into the vessel. The physician stopped the procedure and found a lot of air in the lumen of the copilot. The copilot was replaced with a new one and the procedure continued. No patient effects were reported. Patient health status is fine. No additional information was provided.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.